Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material/objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-mar-2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 (two) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing was not completed due to occurrence of leakage at biopsy channel which led to remained foreign material in air/water-cylinder, air/water-channel, auxiliary water channel, and connecting tube. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif-1100 operation manual, chapter 3 "preparation and inspection". -preventative measures in gif-1100 reprocessing manual, chapter 5 "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.